Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received external ram error alarms and unexpected restart alarm. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the alarms. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart error test. The insulin pump was monitored and functioned properly. No unexpected restart alarm and no external ram crc error alarm noted. The low reservoir alarm functioned properly during test. The insulin pump was received with minor scratched display, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.